Manufacturer narrative:
MFR's report date: 01/20/2011. (B)(4). The customer reported, the device was discarded. Since the product was discarded, we were unable to perform an investigation, the root cause of customer's experience is unk.

Event description:
Customer reported fluid leaking from a primary administration set, model and lot number unk. Although requested, no add'l info was provided.